Manufacturer narrative:
The device not was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown.

Event description:
It was reported that the 63b electrode glue is making the patient's skin break out. She was advised to take a break until her skin clears up. The patient stated she wore 63b electrode 24/7 then cut down to 12 hours. The nurse recommended cortisone cream. The patient did not speak to her doctor. She did not rotate the covers did rotate. The patient has an allergy to latex and has sensitive skin. The patient will wait for her skin to heal then try a couple of hours for a week and see if that works. She is also going to try and remove the glue off of the electrodes and put the covers over them to keep them in place and see if that works. No additional patient consequences have been reported.

Event description:
It was reported that the 63b electrode glue is making the patient's skin break out. She was advised to take a break until her skin clears up. The patient stated she wore 63b electrode 24/7 then cut down to 12 hours. The nurse recommended cortisone cream. The patient did not speak to her doctor. She did not rotate the covers did rotate. The patient has an allergy to latex and has sensitive skin. The patient will wait for her skin to heal then try a couple of hours for a week and see if that works. She is also going to try and remove the glue off of the electrodes and put the covers over them to keep them in place and see if that works. No additional patient consequences have been reported. The 63b electrode was not returned for evaluation.

Manufacturer narrative:
It was reported that the 63b electrode glue is making the patient's skin break out. She was advised to take a break until her skin clears up. The patient stated she wore 63b electrode 24/7 then cut down to 12 hours. The nurse recommended cortisone cream. The patient did not speak to her doctor. She did not rotate the covers did rotate. The patient has an allergy to latex and has sensitive skin. The patient will wait for her skin to heal then try a couple of hours for a week and see if that works. She is also going to try and remove the glue off of the electrodes and put the covers over them to keep them in place and see if that works. No additional patient consequences have been reported. The 63b electrode was not returned for evaluation.

Event description:
It was reported that the 63b electrode glue is making the patient's skin break out. She was advised to take a break until her skin clears up. The patient stated she wore 63b electrode 24/7 then cut down to 12 hours. The nurse recommended cortisone cream. The patient did not speak to her doctor. She did not rotate the covers did rotate. The patient has an allergy to latex and has sensitive skin. The patient will wait for her skin to heal then try a couple of hours for a week and see if that works. She is also going to try and remove the glue off of the electrodes and put the covers over them to keep them in place and see if that works. No additional patient consequences have been reported. The 63b electrode was not returned for evaluation.

Manufacturer narrative:
It was reported that the 63b electrode glue is making the patient's skin break out. She was advised to take a break until her skin clears up. The patient stated she wore 63b electrode 24/7 then cut down to 12 hours. The nurse recommended cortisone cream. The patient did not speak to her doctor. She did not rotate the covers did rotate. The patient has an allergy to latex and has sensitive skin. The patient will wait for her skin to heal then try a couple of hours for a week and see if that works. She is also going to try and remove the glue off of the electrodes and put the covers over them to keep them in place and see if that works. No additional patient consequences have been reported. The 63b electrode was not returned for evaluation.